Manufacturer narrative:
The manufacturer previously received information alleging a thermal event at the circuit board (pcb) of everflo oxygen concentrator. There was no report of patient harm or injury. The manufacturer received the device for investigation and confirmed the allegation of an unspecified thermal event. The circuit board was burned and melted. During the lab investigation observed everflo circuit board received an ac inlet power surge/brown out/lightning strike rendering the circuit board from being able to be placed into further service. The circuit board mov was overstressed and beyond usefulness. This failure mode is external to the intended design and use. Circuit protection and physical areas were designed and performed as designed. The metal oxide varistor vented as designed when shorted to ground.

Event description:
The manufacturer received information alleged thermal event at the circuit board (pcb) of everflo oxygen concentrator. There was no report of patient harm or injury. The manufacturer received the device for investigation and confirmed the allegation of an unspecified thermal event. The circuit board board was burned and melted. During the lab investigation observed everflo circuit board received an ac inlet power surge/brown out/lightning strike rendering the circuit board from being able to be placed into further service. The circuit board mov was overstressed and beyond usefulness. This failure mode is external to the intended design and use. Circuit protection and physical areas were designed and performed as designed. The metal oxide varistor vented as designed when shorted to ground.

Manufacturer narrative:
UDI format was incorrect in previous file, now it was updated and corrected. In box b, box g and box h sections was updated/corrected.